Event description:
Stylet was found in the pulmonary artery. Coded five days later but survived. Not sure if stylet played a role in code. On (B)(6) 2014 - the PICC was inserted on (B)(6) /2014. The pt coded five days after the PICC was inserted on (B)(6) 2014. The pt coded five days after the PICC was inserted. The facility believes the pt coded due to initiation of dialysis not related to stylet migration. The migrated stylet did not cause any physical damage or arrythmia. The migrated stylet was discovered on follow up CT scan on (B)(6) 2014 and was successfully removed the same day. There was no evidence of the stylet on any radiographs prior to CT scan or on post PICC insertion chest x-ray. The pt has several comorbidities (systemic lupus, and stage renal failure, autoimmune hepatitis, sepsis and encephalopathy). The pt died on (B)(6) 2014 of multi system organ failure and sepsis one month after the migrated stylet was removed. Facility states death unrelated to stylet migration. On (B)(6) 2014 - per medwatch from facility. The pt was admitted on earlier this year. Approx two weeks later, a CT scan showed a retained foreign body in their pulmonary artery. The object that was retrieved is greenish in color, 10 inches long, pliable with an elastic component. The pt did not sustain any known harm. It is unk when, where of how this occurred. The pt was multiple co-morbidities and has had several procedures. It was our best determined guess that the object removed was a hydro-glide insertion stylet from a powerpicc kit.

Manufacturer narrative:
The complaint of a broken green hydrophilic stylet wire is confirmed, according to the e-mail that has been sent by the complainant facility, (B)(6). Email receipt date is (B)(4) 2014. Three photos were taken of the complaint sample after explanation. A DHR review showed on issues related to the manufacturing process. Viewing the three photos a tear in the hydrophilic coating is observed. Based on the findings observed in the photos a section of the complaint sample is missing. That is all that is discernible in the photo. At this time the mechanism of the break in the stylet wire is undetermined. The section that contains the white flush through hub is missing from the sample. The product IFU gives written and illustrated directions for proper placement techniques. It should be noted that if the sample is made available to bas this file will be re-opened and the complaint sample will be re-evaluated at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.